Event description:
Peripherally inserted central catheter (PICC) noted to be leaking where the catheter attaches to the hub. The neonatal nurse practitioner was called to the bedside to observe and assess. Orders were received to remove the PICC and start peripherally inserted venous (piv) line. The catheter was removed intact and checked with second nurse. The insertion site was cleaned and no bleeding was noted.

Manufacturer narrative:
This device issue was not reported to vygon by the customer, instead, it was found during a review of FDA's maude database. The corresponding report number is 4109353. The device was not returned to vygon, but the info will be sent to vygon (B)(4) for complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.